Manufacturer narrative:
The technician found an open wire in the middle of the power cord. The technician replaced the power cord to repair the bed.

Event description:
Information received indicates the bed did not pass the electrical safety test. Loss of ground.